Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) tried troubleshooting the issue but rss (remote support service) and lmi (local management interface) were unresponsive at the time. So, the tss could not help troubleshooting the issue. Further, follow up has been completed with the customer but there was no response received. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer was not opening while trying to issue medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer was not opening while trying to issue medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.